Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the tip of enteral feeding set was closed and in that case, was not possible the use of the nutrition set for the patient leading to underfeeding of the patient. The amount it underfed is unknown. There was no patient injury or medical invention required.

Manufacturer narrative:
Submit date: 9-may-2018 the initial reporter's first and last name was updated. If information is provided in the future, a supplemental report will be issued.